Manufacturer narrative:
A promus element plus,mr,ous 3.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues. Recommended guidewire inserted through distal tip and exited at exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-nov-2020. It was reported that crossing difficulties were encountered. The 60% stenosed target lesion was located in a severely calcified and mildly tortuous coronary artery. Following pre-dilation, a 3.00x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.